Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was delayed by less than 10 minutes, and it was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was not possible due to the malfunction of x-ray generator. Review of the system log file showed x-ray generator errors. Upon troubleshooting, fse found that the issue was with tube side ht cable and candles connection. Fse resolved the issue by cleaning both ht cable and candles points, then performed tube conditioning and adaptation. Later the issue reoccurred after 3 days, fse again cleaned the ht candles, performed conditioning adaption, which resolved the reported issue temporarily. Again, the issue reoccurred within a month and fse replaced the tube and performed calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was not possible. The system was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.